Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was damaged. Customer's blood glucose value was 296mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.